Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, during withdrawal of the device, the black exit marker bunched up and the device could not pass through the scope. The scope and balloon had to be removed together in order to remove the device from the patient. No pieces were reported to have detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, the dilatation procedure was completed with this device successfully. However, during withdrawal of the device, the black exit marker bunched up and the device could not pass through the scope. The scope and balloon had to be removed together in order to remove the device from the patient. No pieces were reported to have detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). Investigation results visual evaluation of the device revealed that the exit marker was loose on the catheter and accordioned. Kinks were also noted at several points along the length along of the catheter of the device. The catheter was also noted to be twisted and stretched. No other damage was noted to the balloon. Functional testing could not be performed because the balloon was no longer in its wingfolded state. The complaint that the exit marker was loose was confirmed. The damage may be due to forcible catheter withdrawal through the endoscope, as the noted damage is consistent with excessive force being applied while pulling the balloon out of the scope. The root cause of this complaint is categorized as operational context as this failure can be caused by anatomical or procedural factors which limited the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The reported event of exit marker bunched up. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.